Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient develop an infection,(B)(6) resistant to oscillian penicillin and cefazolin, and the implantable cardioverter defibrillator (ICD) system was explanted. The ICD system was not replaced. No further patient complications have been reported as a result of this event.